Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. During follow up, the patient reported manually draining 4500 ml after disconnecting from the cycler and the treatment was completed. The patient contacted the peritoneal dialysis registered nurse regarding the event, but did not contact technical services. This drain volume is 180% of the patient's prescribed fill volume of 2500 ml. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. Additional follow up with the peritoneal dialysis registered nurse (pdrn) revealed that a review of the patient¿s treatment records showed that the cycler did not overfill the patient, however the patient did have an accumulation of fluid from his last fill that did not drain. It was determined that the patient needs to manually drain for their last fill cycle to completely drain. After introducing the manual drain, the patient has had no further issues and continues to complete peritoneal dialysis treatment on the same cycler with a last cycle manual drain.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak testing, valve actuation testing go/no go gauge check and load cell verification and was found to meet product specifications. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.